Event description:
It was reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off in the patient's mouth. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned coiled up and with the capsule separated from the delivery system. The capsule trocar needle failed to advance and no blood or tissue was present. The plunger had been fully depressed and both the push wires had small bends in them. The analyst had difficulty taking the handle apart and observed that there was excess glue. The needle was slightly slanted and difficult to advance manually. There was also evidence that the needle had slid off of the thrust tip.